Manufacturer narrative:
The event occurred on an unspecified date reported as "at the end of november". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with cefradine and vancomycin (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient was not recovered and remained hospitalized. Pd therapy was ongoing during the treatment. No additional information could be provided as the reporter declined follow up.